Event description:
It was reported via legal documentation that approximately 71 months after a left total knee replacement procedure, the patient underwent a revision procedure to address issues including but not limited to polyethylene wear, severe pain and discomfort, swelling, instability, stiffness, loss of range of motion, lack of mobility, gait impairment, poor balance, difficulty walking, component part loosening, soft tissue damage, bone loss, and other injuries presently undiagnosed, which all require ongoing medical care. Additional information received from the facility states the patient was revised due to femoral debonding/loosening of left total knee replacement.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g.